Manufacturer narrative:
Info has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
Per customer email, "we had a little incident this morning in one of our operating rooms; a 12 ltr suction cannister exploded during a case. As far as I could gather, it was hooked up to the suction and to a tube to the pt. Somehow it exploded and sharp pieces of the bottom went flying. Luckily nobody was harmed and the suction cannister was empty at the time since the first incision had not yet been made."